Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported a severe gastric ulcer was discovered during a peg/j replacement. The peg/j was removed until the ulcer is resolved. In addition, it was reported the patient had dysphagia so will use the nj for nutritional purpose.